Manufacturer narrative:
Additional information was received reporting the patient had a prior non-medtronic surgical valve (sav) implanted. The sav was in a regurgitation mode and due to the patients complex anatomy the implant team was unable to fully assess the patient for paravalvular leak (pvl) prior to the transcatheter bioprosthetic valve (tav) implant. Post tav implant, the patient had moderate pvl which originated from outside of the surgical valve sewing ring. The implant team determined that the pvl originated too close to the native left main coronary artery to safely close with a device. As a result, the patient was referred for another surgical valve. Subsequently, the transcatheter bioprosthetic valve was explanted. Per the physician, there are no allegations against the transcatheter bioprosthetic valve as the pvl was related to the initial surgical valve. No additional adverse patient effects were reported. A4-updated patient's weight b5-updated event description medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve has not been returned therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that thirteen days following the implant of this transcatheter bioprosthetic valve, the valve was explanted for unknown reasons. A second valve was implanted successfully. No additional adverse patient effects were reported.